Manufacturer narrative:
G4: 05mar2020 b4: (B)(6)2020. The customer has chosen to not order replacement parts and have the device repaired at this time. This complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13feb2020.

Event description:
The customer reported that the blower had a high temperature. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.